Event description:
Patient began using insulin pump on (B)(6) 2022 and expired on (B)(6) 2022 after severe dka. It is unknown if there is an issue with the pump as the family did not return the pump for interrogation. FDA safety report ID# (B)(4).